Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 97714 sn: (B)(4) found no anomalies.

Event description:
It was reported that following an unrelated foot surgery, the patient could not feel stimulation. The manufacturer¿s representative (rep) was unable to interrogate the implantable neurostimulator (ins) due to low battery, but was able to charge the ins up to 50% over the next 1.5 hours. The recharging efficacy was at 100%. After charging, no power on reset (por) was displayed and all stimulation settings were intact. Impedances were normal. The adaptive stimulation sensor was reoriented as a precautionary measure and stimulation settings were optimized so the patient had good paresthesia coverage. The patient was sent home and told to charge the device. However, even with 100% charge efficacy, the ins never charged past 25% full. A new recharger was used but the issue was not resolved. The patient had less than 50% therapy relief. The ins was replaced on (B)(6) 2015. After replacement, the patient was able to recharge and was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.